Event description:
On (B)(6) 2011, I was admitted into the hosp with severe abdominal pain. It was worse than giving birth. Now, for over a year, I have been dealing with cramping on my right side, fatigue as well. On (B)(6), I had emergency surgery. The surgeon thought it was my appendix; however, he did remove the appendix. That wasn't the problem. I had the medical device essure in my fallopian tubes. It had ripped through my tube and as a result of it, the surgeon had to remove my tube which was not fair to me to have gone through something like this when I was reassured it was safe. In fact, the dr only put one coil in. Not in my left tube either, only in the right. As a result of this, I have outstanding hospital bills and now have to suffer with the cramping. The dr had told my fiance I would' ve died if I hadn't come in. This product is dangerous and shouldn't be on the market to use on women at all.